Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tlh90 in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a left colectomy procedure, the stapler didn't correctly staple. The clips wouldn't hold thus the colon was reopened. The surgeon completed the procedure with the suture. Septic risk (but no consequences at this date (B)(6) 2014). There was extensive washing of the abdomen.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what was the appearance of the staples (b-formation, irregular)? What was the condition of the tissue were the device was fired (friable, cancerous, healthy)? Prior to the colon opening, were there staples missing from the staple line? What is the current status of the patient?